Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for use was malignant pain. It was reported the patient had an MRI on (B)(6) 2015 and the pump started alarming afterwards. The pump was interrogated on (B)(6) 2015 and a motor stall occurred without recovery on (B)(6) 2015 and a stopped pump period may exceed tube set notification on (B)(6) 2015. The patient did not report any increased pain or any other symptoms of withdrawal. The pump was refilled on (B)(6) 2015 during the appointment. The pump was interrogated again on (B)(6) 2015 and the logs revealed the motor stall recovered on (B)(6) 2015 during the patient's office visit. The issue resolved without sequelae on (B)(6) 2015.